Manufacturer narrative:
On (B)(6) 2022, mentor received new information regarding this file. The patient expressed that she had a host of symptoms which were not specified. Furthermore, she stated she had breast implant illness. As a result the patient underwent removal at an unspecified time. The root cause of the symptoms is unclear. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Upon removal, she also stated that the implants were observed to be yellow colored. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2022, mentor received additional information that included the patients symptoms, identification of the suspect product, and a date of explantation. The patient stated she endured back, neck, shoulder, breast, joint, and hip pain. Painful rashes were also present accompanied by headaches fatigue and vertigo. After removal of the devices, most symptoms have disappeared. Device: 350cc mentor memorygel breast implant, catalog: 3503501bc, lot: 5772396. With the lot number provided, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. On march 24, 2022, mentor became aware that the patients gender, female, was not submitted in the initial report. Manufacturer¿s reference number: (B)(4) in the initial report, a3. Gender, should have been populated as female.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an unspecified breast augmentation with an unknown mentor gel breast implant and experienced postoperative bilateral breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.